Event description:
It was reported by service report that the side rail could not be latched in the upright position and the top rail was broken presenting sharp edges. No pt involvement or adverse consequences are reported.